Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic rupture. It was reported that the pt was implanted approximately 84 months ago under an unk study. It was reported that the pt presented for an emergent procedure for bleeding from the mouth and nose. The initial diagnosis was an aorta esophageal fistula resulting from a type 3 endoleak between two thoracic devices that had detached from one another. The physician elected to implant three 3 additional thoracic devices a tw4642c110x, tf4444c113x, and tw4646c110x. Initially, the proximal main and the tw4642c110x distal main were placed. There was still what looked like a possible leak but it didn't appear to be filling the sac, so the decision was made not to add an additional device and to monitor the pt. It was reported shortly after procedure before the pt left the or, the pt started bleeding from the nose and mouth again. The physician elected to implant the final distal main. The angiogram following showed no endoleak and the bleeding from the nose and mouth was under control. The pt was stable upon leaving the recovery room, however, it was reported four days later that the pt expired. (MFR report #s 2953200-2009-00583, -00587).

Manufacturer narrative:
(Operative/autopsy reports not provided) and (death).